Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was in the high 100's mg/dl. Customer stated that the buttons are not working on the pump. Customer received an unexpected restart alarm. Alarm occurred after inserting a new battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected restarts occurred during our testing. The insulin pump passed the a21 error test and no a21 alarm noted. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.